Event description:
The surgeon implanted a cc4204bf lens. The lens back haptic was torn off in the cartridge during insertion into the eye. The surgeon chooses to leave the lens implanted at this time. No patient injury.